Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that prior to testing, the integrated multi-sensor technology (imt) was replaced, after which a diluent test and quality control (qc) were performed, and all resulted satisfactory. Ccc instructed the customer to repeat some samples from the day before, which matched. The customer is spinning the samples for 5 minutes at 6000 revolution per minute (rpm). Stat spins are not recommended by the tube vendor. Ccc instructed the customer to follow tube manufacturer recommendations for proper centrifugation times and speed. The cause for the falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.